Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a red blood cell exchange (rbcx) procedure, the nurse noted air bubbles in the blood warmer tubing. Per the customer, they did not see any air bubbles in the rbcx set near the return line air detector (rlad) and the patient did not receive any air. No medical intervention was required for this event. The patient is reported instable condition. The customer declined to provide patient's identifier. Patient's weight is not available at this time. The rbcx set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information and investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: per terumo bct's internal documentation, outgassing of cold replacement fluids can occur when the fluids are warmed through the spectratherm in spectratpe and rbcx procedures. When spectratherm is placed in the return line, any air bubbles could be infused into the patient. Preventative maintenance (pm) was performed on the machine. The machine is functioning per manufacturer's specification and no issues were noted.

Event description:
Patient's weight was obtained from the run data file (rdf).

Manufacturer narrative:
This report is being filed to provide additional information in evaluation codes and additional MFR narrative. Investigation: the run data file (rdf) was analyzed for this event. Upon inspection of a photograph provided by the customer, it was noted that the return line tubing on the blood warmer shows bubbles that are consistent with outgassing from warmed replacement fluid. Outgassing can occur when blood returned to the patient is warmed using a blood warmer and occurs because gasses are more soluble in low temperature liquids than in liquids at higher temperatures. Per clinical support, outgassing is sometimes seen when blood or replacement fluids are re-warmed by a blood warmer in exchange procedures. Root cause: the signals from the return line air detector did not show any indication of air in the return line. The spectra optia system operated as intended. Based on the information available in the run data file there is no indication of a clear root cause for the air observed in the blood warmer tubing. It is possible that the air in the return line could have been caused by de-gassing due to the use of a blood warmer. Although it was noted by the customer that the luer connection was tight, another possible source of air in the blood warmer tubing is a poor connection between the return line tubing and the blood warmer tubing.